Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as user facility report: (B)(4). It was reported the drainage catheter fell out and required additional intervention. The patient's bilateral nephrostomy tubes had been exchanged in the morning. Later the same day the right nephrostomy tube had fallen out and was replaced. When the interventional (ir) radiologist examined the tube, which had fallen out, "it appeared the suture holding the pigtail locked in place was defective. The tube was still locked but the pigtail portion was flexible which it should not have been." No patient complications were reported.